Manufacturer narrative:
Only the set screws and the rod were available for analysis. This is a known complication of this procedure and is cautioned in the product insert. No defects in, or damage to the set screws were identified in the retrieval analysis. The wear pattern on the undersurface of the set screws was consistent with the wear seen when the set screws when the set screw has been overtorqued while fully seating during surgery and consequently loosens. This is a known complication of this procedure and is cautioned in the product insert. The surgical technique manual clearly describes the use of the instruments to facilitate proper seating of the rod. There were no device failures, but no firm conclusions can be reached as a result of the analysis, without having pedicle screws to evaluate.

Event description:
The set screws loosened from the pedicle screws 7 months post-operatively. Revision surgery was performed to remove and replace the set screws. The remaining devices were left implanted and only the set screws were replaced.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The set screws and rods were returned for evaluation and evaluation has been completed. Upon visual and functional evaluation of the subject part(s), it was found that two of the set screws had wear consistent with overtorquing which while fully seated during surgery and they consequently loosen. This is a known complication of this procedure and is cautioned in the product insert. Two of the set screws exhibited abnormal wear typically seen when the screws have been overtorqued and subsequently loosen. This was discussed with the surgeon who was in agreement with these findings and comfortable with the results. A review of all applicable inspection and manufacturing records according to the description of the products used with the concomitant device(s) was conducted. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. A review of the complaint code trends did not reveal any contributing information as to the cause of this event. A review of all applicable risk related documents revealed that k2m addresses alleged set screw loosening concerns raised in this incident; therefore, no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. Upon review of all k2m inc.'s. MDR records, it was discovered that this report was not entered in the maude database and is thereby being re-submitted.

Event description:
Manufacturer was notified set screws loosened from the pedicle screws approximately 7 months post-op.